Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain'), pelvic inflammatory disease ('pid') and pelvic infection ('pelvic infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral) and to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the pelvic inflammatory disease, pelvic infection, headache, urinary tract infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, pelvic infection, pelvic inflammatory disease, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),pid, pelvic infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events abdominal pain, menorrhagia (heavy menstrual bleeding), uti, pid, pelvic infection were added. Outcome of pelvic pain updated to recovered / resolved. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.